Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve dislodged into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When they inserted the dilator into the sheath and were inserting the sheath into the patient, they pulled back and noticed there was blood leaking back. They then noticed that the value had dislodged from the sheath. When the sheath was replaced, the issue resolved. Additional information was received on the event. The white hemostatic valve was pushed into the clear hub. There was nothing preventing blood back flow. The hemostasis valve (gasket) did not break into two or more separate pieces, one whole piece that got pushed in. The hemostatic valve became disconnected and was ¿free floating¿ inside the clear hub. The sheath was used on patient. Issue with blood back flow was noticed after insertion and upon removal of guide wire and dilator. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and the approximate volume of blood that was lost was 10-20ml. Patient hemodynamics were not compromised due to bleeding. The patient remained stable. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve dislodged into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When they inserted the dilator into the sheath and were inserting the sheath into the patient, they pulled back and noticed there was blood leaking back. They then noticed that the value had dislodged from the sheath. When the sheath was replaced, the issue resolved. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).